Event description:
The manufacturer received information alleging a trilogy ev300 ventilator failed an active exhalation verification test. There was no harm or injury reported. There was no reported patient involvement. During evaluation of the device by a manufacturer field service engineer, the failure was confirmed. The engineer replaced the proportional and 3-way solenoid valve to resolve the issue. No further investigation is required.